Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a wet bag was noted which is known to cause this alarm. The source and cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill three of peritoneal dialysis therapy. During troubleshooting, it was reported that the hp noticed the 1.5% bag felt wet when they were discarding the supplies. The source of the leak was not determined. The alarm was cleared without troubleshooting assistance and the hp had already set up with new supplies. Renal therapy services (rts) explained that the device was fine but advised the hp to call the registered nurse to let them know what happened. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.